Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2019 and there was an insulation anomaly.

Event description:
New information noted that no adverse patient consequences were reported during the procedure and the patient is currently recovering.

Event description:
New information received noted that the patient was brought back for an office visit on august 21, 2019 to discuss lead management options. The patient did not decide whether to proceed with lead replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Noise was noted on the right ventricular lead. The patient was stable.